Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump emitted a beep. Reportedly, the alarm history review showed no alarms corresponding to this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings: during investigation, a review of the alarm history showed no alarms recorded on date of the event. The pump powered on to the verify screen with audible and vibratory features. During testing, the pump successfully completed the 24 hours. There were no unusual beeps or alarms emitted during testing. The pump cover was removed and no evidence of internal moisture or damage was observed. The complaint of the pump emitting beeping sounds was no able to be duplicated during the investigaton. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.